Event description:
The caller states patient tested 5.1 inr on the coaguchek xs system. The patient stated his stomach and chest were hurting. His mom took him to the ER approx 1 1/2 hours after the result of 5.1. They took x-rays for his chest and stomach. A comparison lab was drawn and returned as 3.3 inr about 3 hours after the 5.1 inr on the meter. No medical treatment was required. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.